Event description:
The customer's doctor called and reported the customer was hospitalized with hypoglycemia. Customer's blood glucose was 2.1 mmol/l and customer was treated intravenously and with glucagon. The doctor stated that the patient had a seizure. Troubleshooting was performed with the insulin pump. Customer's blood glucose at time of report was 7.3 mmol/l. The drive support cap appeared normal. There was an error message that had occurred, but doctor could not tell what it was. In the alarm history, two bad battery alerts and a motor error alarm were found. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.